Manufacturer narrative:
A ge service representative performed an over the phone investigation. The customer was advised to reset the cb1 circuit breaker,a s it was tripped. The system was found to be working as intended after the circuit breaker was reset. The system was put back into service.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.